Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported pump alarming system error 345 thermistor disparity which was reproduced. A review of the event history log was not able to identify system error 345 in the log. The reported condition was verified. The cause was determined to be downstream thermistor was out of calibration specification. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.